Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. This pacemaker remains in-service at this time, and will continue to be monitored. This investigation will be updated when further information is provided. No adverse patient effects were reported.